Event description:
Medtronic received info that during priming, air bubbles were seen inside the oxygenator, even after de-airing the unit. The oxygenator was changed out at prime with no effect to the pt.

Manufacturer narrative:
Analysis: without a returned product, investigation is limited to a review of the device mfg record. Conclusion: we are unable to determine a cause for the incident without analysis of a returned product. The incident occurred during priming, with no pt involvement.